Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found no notable conditions. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The product analysis found the device produced an instant regrasp alarm when activation attempts were made. The device was disassembled and it bad crimp was identified. It was reported that the device had no seal during the first activation on the greater omentum with normal tissue thickness. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was an error message of an incomplete seal alert once the handpiece was activat ed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic ovarian cystectomy accompanied by laparoscopic cholecystectomy, the device had no seal during first activation on greater omentum with normal tissue thickness. The error message was incomplete seal alert once the handpiece was activated there was no evidence of energy delivery and end tones was heard. The handpiece wouldn't be activated (incomplete cycle) and failed to seal the vessels. There was no bleeding. Another device was used successfully with this generator. The jaws hadn¿t been cleaned because the problem happened at the first activation and there was no seal completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen, (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.